Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address effusion of the hip. There was whitish gray discoloration of the tissue surrounding the hip. There was also dark corrosion material at the femoral head/neck junction.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the products and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Brand name , device product code, catalog #/lot #, 510k, manufacture date. Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/6/2012- ppd received. This firstproduct (unknown asr cup) needs to voided as it is already reported on wpc(B)(4). There is no new additional information that would affect theexisting MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other reports against the product and lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.